Event description:
It was reported that the 9900 system had an interlock failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connection to the fast stop was repaired during the service call. The system was tested and found to be working as intended and put back into service.